Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. It was later reported that the customer swapped out the console for another known good console and continued patient therapy treatment without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was unable to reproduce the reported issue. The fse verified that the iabp unit was able to pump with trainer and test catheter without issues, and confirmed that there was nothing unusual identified in the logs. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. It was later reported that the customer swapped out the console for another known good console, and continued patient therapy treatment without issue. No patient harm, serious injury, or adverse event was reported.